Manufacturer narrative:
Correction b3. Correction CT images dated (B)(6), 2019, were sent to gore imaging services for evaluation. Per the evaluation the very proximal edge of the implanted device can be visualized at the level of the brachiocephalic distal border. The length from the brachiocephalic artery to the lsa distal border appears to be ~3.2cm, by outer curve length. There appears to be contrast in the false lumen that possibly communicates with contrast in the lsa. There appears to be a possible fenestration/tear ~7.6cm distal to the distal end of the implanted ctag® device.

Manufacturer narrative:
Concomitant medical products: patient medications: flomax, xanax, and labetalol. CT images dated (B)(6) 2019, were sent to gore imaging services for evaluation. Per the evaluation the very proximal edge of the implanted device can be visualized at the level of the brachiocephalic distal border. The length from the brachiocephalic artery to the lsa distal border appears to be ~3.2cm, by outer curve length. There appears to be contrast in the false lumen that possibly communicates with contrast in the lsa. There appears to be a possible fenestration/tear ~7.6cm distal to the distal end of the implanted ctag® device. (B)(4).

Event description:
On (B)(6) 2019, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a type b aortic dissection. It was reported that computed tomography (CT) images (date unknown), revealed a distal type I endoleak with aneurysm sac enlargement (amount is unknown). On (B)(6) 2019, the physician reintervened and implanted two conformable gore® tag® thoracic endoprostheses and extended proximally and distally. The endoleak was resolved and the patient tolerated the reintervention.